Event description:
It was reported that high impedances measurements were displayed on the spinal cord stimulation (scs) lead. The patient underwent a procedure where the lead was removed and replaced with a new one. The procedure was completed successfully. The lead will not be returned for analysis per the patients request.